Manufacturer narrative:
Device passed the displacement test, rewind and self test. Basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Unit was programmed with test minilink and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 100 value properly on display graph. No unexpected calibrating error anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 423 mg/dl. Customer's other blood glucose value was 297 mg/dl and 345 mg/dl and 250 mg/dl and 60 to 70 mg/dl. Customer did not provide symptom and treatment of high blood glucose. The device will not be returned for analysis.